Event description:
A customer reported an alarm issue with the freestyle libre 2 reader. The customer reported that the low glucose alarm failed to trigger when hypoglycemic, and as a result customer was in "shock", and required treatment of fast oral glucose by husband. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial number) has been updated to unk as the reported serial number was deemed invalid during the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre reader and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. Performed an analysis of the glucose value graph and alarms were not displayed when glucose values were outside the threshold range. Activated sensor with a known good reader and performed linearity test. High/low glucose results were successfully activated. This issue is not confirmed. An extended investigation has also been performed for the returned products and determined that there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported an alarm issue with the freestyle libre 2 reader. The customer reported that the low glucose alarm failed to trigger when hypoglycemic, and as a result customer was in "shock", and required treatment of fast oral glucose by husband. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the freestyle libre 2 reader. The customer reported that the low glucose alarm failed to trigger when hypoglycemic, and as a result customer was in "shock", and required treatment of fast oral glucose by husband. No further treatment was required. There was no report of death or permanent injury associated with this event.